Event description:
It was reported the plug emitted sparks when inserted in the outlet. Visual examination and electrical testing of the unit revealed no defect, and the unit performed as designed. We noted evidence on one prong of the plug that sparking had occurred previously, but were unable to duplicate the event. We concluded that there was no defect in this unit, but will replace the electrical cord and plug as a safety precaution.